Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd blood collection needle experienced a retraction issue with the cannula failing to retract after use. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. The needle did not retract and the employee was scratched while disposing of the needle. Date of event (B)(6) 2019, qty 1, female, (B)(6). Product batch and material numbers are not available. No samples are available.